Event description:
A report was received that a contact on a pt's lead was reading high impedance. That contact was the one needed for reprogramming and so the decision was made to replace the lead. The pt is reportedly doing well.